Manufacturer narrative:
(B)(4). Report source: foreign - finland. The device will not be returned for analysis for now; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and approximately one (1) year and five (5) months post-implantation the stem broke in situ. Revision surgery is planned. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The patient was implanted with a custom made wagner cone prosthesis in the right hip due to dysplasia. The product was not returned or pictures provided, as the hospital initiated its own investigation; therefore, visual evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.